Event description:
The facility reported a flogard infusion pump that presented the alarm air in line. It is unknown if this event occurred during patient use. There was no report of patient involvement, patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of a flogard infusion pump with an "alarm air in line" was confirmed. Service determined that the cause was due to the air sensors being out of calibration. The air sensors were recalibrated to resolve the issue.

Manufacturer narrative:
(B)(4). Should additional information be received, a follow-up medwatch will be submitted.